Manufacturer narrative:
(B)(4). Concomitant medical products: segment with male/female taper 35 mm length catalog # 00585004635 lot # 62961749, segment with male/female taper 60 mm length catalog # 00585004606 lot # 63136281, segment with male/female taper 30 mm length catalog # 00585004603 lot # 63070395, articular surface with segmental hinge post size b 14 mm height catalog # 00585002014 lot # 62809226, distal femoral component for cemented use only in the USA size b left catalog # 00585001201 lot # 63137774. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to infection and fractured articular surface prosthesis.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as picture that was provided showed the poly insert to be fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.